Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope and went to the emergency department. It was found that the right ventricular (rv) lead appeared to be undersensing on an episode. The rv lead remains in use. No further patient complications have been reported as a result of this event.